Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 5/24/2019 . Device returned to manufacturer: yes. Device evaluation: the pcb00v device was received in the packaging box at the manufacturing site. The sample was evaluated with the preloaded manufacturing subject matter expert. The sample was observed under microscope scarce amount of viscoelastic residues were observed only in the cartridge. Direction for use (dfu) states to completely fill the viewing window with ovd (ophthalmic viscosurgical device). The plunger was observed in completely advanced position. The pushrod was observed slightly bent. No detached or chipped part was observed. The cartridge tip has no flash and cartridge do not present any missing, chipped or detached part. The unit was disassembled and do not present any flash or chipped part in any of the components. The complaint was not verified. A product quality deficiency was not identified. A dvd was returned for evaluation; however, the dvd could not be run (play). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a white fibrous, foreign material was attached to the back of the lens after implant in the eye. The foreign material was removed using I/a (inspiration/aspiration) and the surgery was completed. Reportedly, there was no patient injury. No additional information provided.